Event description:
It was reported that the user experienced recurrent hypoglycemia, with frequent lows during the night and day, while the user¿s spouse reported intentionally elevating pre-bed glucose to approximately 180¿200 mg/dl using oral glucose to prevent nocturnal lows. Symptoms included hypoglycemia. Outcomes included the need for troubleshooting and education. Investigation included user counseling on appropriate treatment of lows and guidance that preemptive oral glucose at bedtime does not prevent nocturnal hypoglycemia. Investigation of this case revealed user-related behavior contributing to glycemic variability and recurrent lows, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.